Event description:
The customer stated that the patient's left atrial appendage was perforated while trying to locate the left superior pulmonary vein. It was reported that the patient required pericardiocentesis and prolonged hospitalization. The patient reportedly required vasopressors to maintain a stable blood pressure until the excess blood was drained from the pericardial sac. Patient condition has been reported as stable and fully recovered and has been discharged from the hospital.

Manufacturer narrative:
The section on precautions in the instructions for use states "when using the biosense webster navistar thermocool diagnostic/ablation deflectable tip catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braiding tip dictates that care be taken to prevent perforation of the heart."